Event description:
It was reported that the pump experienced past intermittent episodes of shut off unexpectedly. Customer could not remember what buttons they pressed to resolve the issue, however, the customer did report the issue did become resolved. Tandem technical support advised the customer to call back if and when the issue is persisting and that troubleshooting can then be conducted at the time of the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.